Manufacturer narrative:
B.7 added information that was omitted from the initial report that was submitted. E.1 added initial report phone number as it was omitted from the initial report that was submitted. Investigation summary: no product returned. Placement signal issue - after four days on support, peak signal-to-noise ratio (psnr) alarm occurred. Data log review showed psnr alarms occurring with both alarm 1051's and 1052's. 5s parameters are stable while ps, pap, and cvp all intermittently rail. No motor current spikes outside of p-level changes. The cause of the placement signal issue could not be determined as no product was returned, inconclusive data log review, and insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella rp had a placement signal not reliable alarm. The alarm was disabled. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.